Event description:
Rv lead integrity warning on 14-may-2025 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and rv lead impedance. The oldest high rate-ns episode associated with this observation is dated (B)(6) 2025. · 5 v. Oversensing-twave episodes detected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).